Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had a spinal fusion done "last friday" due to his back condition. In (B)(6) 2015, the patient had a myelogram showing he had "discs out of place and other stuff out of place". The patient's spine healthcare provider (hcp) informed the patient he needed immediate surgery and informed the patient the pump was not going to help with the pain caused by his back. Once the surgery was done, the hcp also informed the patient the pump wasn't going to do anything now and the surgery he had to fuse his spine will take up to 6 months to heal. It was noted that for the first three months post-operation he had to wear an orthosis and take oral hydrocodone. It was further reported that the pump hadn't helped even though it had been adjusted about 18 to 20 times. It was noted that the patient had no change at all even after the dose increases and was still in "incredible pain". The patient had told both the spine hcp and pump hcp that the pump was doing nothing. It was further noted that the patient didn't take the oral medications for 2 days and the pump did "absolutely nothing" for his pain. It was also noted that they cannot increase the pump's dose due to potential side effects. The patient wanted to know if the pump could be removed. Additional information has been requested regarding the drug in the patient's pump, including dose and concentration; what diagnostics occurred; the cause; and the patient's outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a consumer. It was reported that the patient has been having pain since implant. The healthcare provider sent the patient to another hospital to have the pump checked because he was concerned the pump wasn't working right" and found out the pump was not working. The patient questioned if the pump was not working since implant and where was the medicine going because the pump was being refilled every 3 months. It was found that the pump was not working on (B)(6) 2017. The pump was delivering prialt (unknown concentration and dose). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.